Manufacturer narrative:
Corrected data: a1 cnm ¿ mb. D1 mets distal femur ¿ msiss-30x30c. Additional manufacturer narrative: an event regarding alleged loosening of the femoral stem involving a mets distal femur was reported. This was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a mets distal femoral replacement and the date of insertion is unknown. The surgeon reported an aseptic loosening of the implant. The CT scans provided show a massive radiolucent line along the stem between the cement mantle and the bone. The cortical bone has a significant resorption and a multiple osteolytic lesion. Therefore, the radiographic observation has confirmed the reason for revision. Product history review: a review of the product history records could not be performed as this device does not have a lot ID. Complaint history review: a review could not be performed as this device does not have a lot ID. Conclusions: the exact cause of the event could not be determined because further information such as the product catalogue and lot identification, the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard. H3 other text: device not returned.

Event description:
An event was reported, "revision of a mets case". The surgeon wants to change all the femoral part for an aseptic loosening. He agreed a system with a long extra-cortical plate and a cross pin screw in the femoral neck.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
An event was reported, "revision of a mets case". The surgeon wants to change all the femoral part for an aseptic loosening. He agreed a system with a long extra-cortical plate and a cross pin screw in the femoral neck.